Event description:
It was reported that the biomedical engineer (be) was given the external pulse generator (epg) as "broken." It was also reported the device does not work. No further information was available. The epg was returned for repair. There was no indication of any patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases are broken, the side bail covers and side bails are missing, the ring cover is contaminated, and the battery contacts are compressed and discolored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.